Event description:
The patterson surgical bur used in a dental procedure broke. It's reported that following its use by the dentist, it was observed to have broke. The piece was retrieved with suction. No pt injury/harm or further intervention required. The dental procedure was completed as planned and the pt discharged. The piece of bur was not removed from the suction canister to be retained.